Event description:
It was reported that the communicator power cord was getting hot and started to smell. The patient was advised to unplug the communicator and not use it. A boston scientific company representative opted to send the communicator. The patient was advised to keep the communicator cellular adapter. The communicator is no longer in service adverse patient effects were reported.